Event description:
It was reported that the patient underwent a wound closure on (B)(6) 2021 and suture was used. During the procedure, the needle broke. The procedure was completed successfully with no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device lot number pebczst0 and no non-conformances related to the reported complaint condition were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: upon visual inspection of the one picture received for evaluation, it was observed an opened folder package and one needle broken at the middle body product code vcp247. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. Additional information was requested and the following was obtained: how many minutes did the surgery was delayed? The surgery was not delayed it was within the normal colorectal procedures time which was around 2 hrs. What was used to complete the procedure? Different products was used to complete the procedure but these are the main products used in the surgery pve35a, vasecr35, cdh29p, psee60a, gst60b, nslx137c. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 ug/m.